Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer's spouse tested the consumer getting a result of 44 mg/dl. Several hours later, the consumer's spouse called the emts. When the emts arrive they tested the consumer getting a result of 29 mg/dl. The emts treated the consumer with emergent food intervention to help raise her blood glucose level. Testing with nova meter and test strips revealed that the device gave low values showing our device performed as intended. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.